Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, shortly after 10 minutes when the patient was intubated , foreign material was found on the tube near the connector. It was reported that the physician tried to remove the material with a cotton swab but failed. It was indicated that the tube was cut off to use and that there is no patient injury.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. A visual inspection was performed and it was noticed the tube was cut, two inches from the proximal end were removed, but received for evaluation, the two inches part was observed and it was noticed the tube presents ink stains but is not discolored, the failure mode contamination is confirmed. The investigation isolated the failure to the: presence of ink stains, but a cause was not identified. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.